Event description:
It was reported that the patient presented at the emergency department with complaints of dizziness. Interrogation of the device showed the right ventricular (rv) lead's pacing impedance was higher than the normal range. The patient's underlying rhythm showed bradycardia and the patient became very symptomatic when the device was not pacing. An event of noise was observed but could not be reproduced. Capture was intermittent and pacing thresholds were elevated. Programming changes were made. The patient was subsequently admitted for surgery. The rv lead was capped 02 feb 2024 and replaced. The patient was stable.